Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed with a motor error followed by a compromised force sensor system error alarm during the manual prime process; insulin had squirted out of the tubing. The patient's blood glucose at the time of incident was 40 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The pump was not bumped or dropped prior to the alarms. The drive support cap appeared normal. The customer received that compromised force sensor system error alarm three times within the past month. Troubleshooting was then initiated for the motor error alarm. A rewind was completed successfully. However, three motor errors have also occurred in the past 30 days. The customer was advised to discontinue use of the pump and to obtain a back-up plan through urgent care or a hospital. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.